Manufacturer narrative:
This device was reported as included in the field action. Based on the information received performed and without the return of the product, it cannot be confirmed that this device as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) did not detect a tachycardia episode at which time the patient had a syncopal episode. Noise detection was also noted on electrocardiogram during which time the patient was active. The device remains in use. No patient complications have been reported as a result of this event.